Event description:
According to the reporter, during a procedure, the suture was difficult to load and the needle broke after loading during toggling before use on patient.there is no patient involved in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device problem is not reportable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.